Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp. (Omsc) but was returned to olympus key med ltd, (okm). Okm checked the subject device and found following: up, down, left and right angle were out of specification. Up and down angle had too much play. Okm disassembled the control section of the subject device and checked the inside of it, no abnormalities were found. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified colonoscopy using the subject device, the subject device became stuck in the patient's body for half an hour. While the subject device was being stuck in the patient, the patient was sedated, but screamed with pain, therefore the user facility performed additional sedation. The physician could not withdraw the subject device from the patient, therefore another physician withdrew the subject device from the patient. The facility stated following: the preexisting condition of the patient due to the colon lesions caused the procedure delay and the patient pain. The subject device operated perfectly. There was no concerns surrounding the effectiveness of the subject device. There was no patient injury associated other than this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. From the above, the cause of the reported event was unknown. However, based on the information from the user facility, there was the possibility that the reported phenomenon was attributed to the patient¿s colon lesions. Olympus warns the inappropriate handling of the subject device in the instruction manual.